Manufacturer narrative:
On march 6, 2026, the mentor failure analysis lab received two 275cc unknown saline implants smooth for evaluation. Brand and catalog names have been updated accordingly under fields d1 and d4 accordingly. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On march 9, 2026, mentor became aware that the replacement devices used on (B)(6) 2026. Were serial numbers (B)(6) on the left side, and number (B)(6) on the right side. On march 18, and 19, 2026, mentor became aware that the patient also experienced right side implant site calcification (added under field h6 on this form) in addition to right side deflation. Reason for device explant and/or reoperation: right deflation, and implant site calcification. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2026, both device evaluations were completed as follows: since both devices do not have the lot number, it was not possible to determine which device corresponded to the right-side breast implant, therefore, both products were analyzed. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned device revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, sub-glandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. Calcification of the fibrous capsule that may occur following implantation of breast prostheses is generally not of clinical significance, although it may exacerbate symptoms of capsular contracture. Concern has been raised, however; that calcification may interfere with tumor detection, because microcalcifications are considered a half-mark of malignant breast disease. Although clinicians have recommended pre- and post-surgical mammograms for augmentation patients to assist in distinguishing post-operative findings from calcification associated with malignancy, benign calcification resulting from surgery is generally considered distinguishable from malignant-type calcification. Further, no published reports were identified that document any actual occurrences of missed or delayed diagnoses attributable to capsular calcification. Calcification is not a phenomenon unique to breast implants. It occurs in 11 to 53 percent of women who underwent breast reduction procedures (abboud et aj. 1995, m&nick et al. 1990, brown et al. 1987). In the breasts of women who have not undergone any breast surgery, the prevalence of benign calcifications increases progressively with age from 8 percent in women 25 to 29 years old up to 86 percent in women 75 to 79 years old (stomper et al. 1996). As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right deflation. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot, and serial number for the device involved in the event was not provided, the full UDI is currently not available. D6b explantation date: (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants and experienced breast implant deflation on her right side, diagnosed after physical exam. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for replacement surgery on (B)(6) 2026. Catalog number shpb480 has been ordered for the surgery.

Manufacturer narrative:
On february 11, 2026, mentor became aware that the replacement devices used were catalog number shpb480 on the left side (serial number not readable), and serial number (B)(6) on the right side on (B)(6), 2026. Manufacturer¿s reference number: (B)(4).